Event description:
No additional event information.

Manufacturer narrative:
This event is being filed by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated: b4, d4, d10, g4, g7, h2, h3, h4, h6, h10. The device history record (DHR) for the 18in sp sb disp cuff w/plc, part number 60707510300 and lot number z000003651, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 02 dec 2019, a returned product investigation was performed on the 18in sp sb disp cuff w/plc. The physical evaluation revealed that the returned cuff was leaking at the connection between the connector and the tubing. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 18in sp sb disp cuff w/plc was leaking at the connection between the connector and the tubing, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that during surgery, the air leakage was found on this product. There was no harm or delay reported. The surgeon finished the surgery without this product. No adverse events were reported as a result of this malfunction.